Event description:
Drive medical received notice from our customer regarding an incident involving a travel walker, a device imported and distributed by drive medical. The enduser was using the walker when the leg broke causing him to fall and allegedly fractured his ribs. This report is based on information provided by the customer and the enduser. The enduser was unable to provide pictures of the product label and due to the lack of product information, the manufacturer cannot be identified.